Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the improper display was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation. Corrosion discovered on the top cover, chassis, dx board, and dp board. Based on the results of the investigation, the root cause of the improper display was due to a defect of the patient board and circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
While performing routine maintenance on an olympus evis exera ii video system center it was discovered that the image was not properly displaying. According to the initial reporter, only vertical lines were present on the display. There was no patient involvement during this event.